Event description:
Note: this report pertains to one of six complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-13952, 3005099803-2013-13956, 3005099803-2013-13954, 3005099803-2013-13955,3005099803-2013-13957, and 3005099803-2013-13958 address these devices. It was reported to boston scientific corporation that six resolution hemostasis clipping devices were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2013. According to the complainant, during the procedure, the clips miss-deployed. The clips would not disengage from the device . Several attempts have been made to obtain event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
A visual examination of the returned device was performed. Upon investigation it was noticed that the clip assembly was detached from the bushing but still attached to the control wire via tension breaker and yoke. The prongs could not be opened, but the clip assembly could be deployed. Two clicks were heard. The over sheath assembly was not returned. There was a kink in the control wire. Although failures were observed, problem as reported could not be confirmed. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.  Therefore, the most probable root cause classification for the reported failure is operational context.

Event description:
Note: this report pertains to one of six complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-13952, 3005099803-2013-13956, 3005099803-2013-13954, 3005099803-2013-13955,3005099803-2013-13957, and 3005099803-2013-13958 address these devices. It was reported to boston scientific corporation that six resolution hemostasis clipping devices were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2013. According to the complainant, during the procedure, the clips miss-deployed. The clips would not disengage from the device . Several attempts have been made to obtain event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). Although the device has been received for analysis, the failure analysis of the complaint device has not been completed. Upon completion, if there is any further relevant information from that review, a supplemental MDR will be filed.